Event description:
The patient¿s mother contacted depuy synthes spine to report that her son has scoliosis and was implanted with a depuy 5.50 mm stainless steel rod on (B)(6) 2009. Approximately two to three years after the original surgery, the rod broke. The mother reports that according to the surgeon¿s notes, the rod broke due to fatigue. Revision surgery is anticipated but has not yet been scheduled.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.